Event description:
A male, pt underwent aaa repair in 2009. It was reported that the pt had a migrated stent of another manufacturer resulted in a type I endoleak. The physician placed a cook renu aortic cuff and the renal artery was covered. The physician elected to covert the pt to an open repair as reported by another manufacturer. It was then discovered that a cook sales representative was present for the procedure and his account was that the physician wished to use a renu converter to solve the migration of the other manufacturer's endoprosthesis but did not get a good seal. He then decided to use a renu cuff and he intentionally covered the renal artery. The type I endoleak persisted and a decision was made to covert to open repair. The pt expired during the open repair.

Manufacturer narrative:
The development of the renu device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warning, precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring: anatomical criteria; vessel tortuosity; calcification; accurate placement of graft; pt selection and pre-procedure sizing. No product or images have been provided to assist in the investigation. At this time the complaint cannot be considered confirmed as the initial report was sent from the other device manufacturer and slightly differs from the details provided by the cook representative. Specifically, the information supplied by the other manufacturer does not discuss the first renu device placed, the converter. Secondly, the representative's description gives no detail to the covered renal artery or the subsequent open procedure. However, we have notified the appropriate individuals and we will continue to monitor for similar events.